Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixty-one events were reported for this quarter. Sixty one devices were received for evaluation. Sixty events were confirmed during testing. Sixty devices were found to be affected by missing paint chips. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 61 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 61 events were previously reported during the reporting quarter; however:  - 1 previously reported event was included under MFR report # 0001811755-2018-00880 but should be included under this report.  - 62 total events were reported for this catalog number/device code combination for the reporting quarter. - 2 previously reported events are included in this follow-up record. - 0 previously reported events still have outstanding information. Product return status 2 devices were not available to stryker for evaluation.      Additional information 62 devices were not labeled for single-use. 62 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 62 </noe> malfunction events in which the device had missing paint chips.